Manufacturer narrative:
Device received with broken reservoir tube lip and missing reservoir tube o ring. Test reservoir does not lock properly inside the reservoir tube due to broken reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 485 mg/dl at the time of incident and the current blood glucose of the patient is unknown. The reservoir compartment had damage. Reservoir was unable lock in place. Customer treated with insulin pump and manual injection. Troubleshooting was performed. The product will be returned for analysis.